Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a stenting procedure to treat a tight stricture, 15 cm above the ge junction developed over a period of 10 years, as a result of the pt having swallowed acid. According to the complainant, the pt had been pre-dilated several times within a 5 year time frame without good results. The physician decided to place the polyflex esophageal stent since the stricture was now higher in the gi tract. The stricture was not pre-dilated prior to stent placement and the stent was successfully implanted. The polyflex functioned as intended with good results as the stricture was enlarged and had become softer. Implantation of a second polyflex was scheduled approximately 4 weeks later to better apply to the stricture. At this time, it was noted that the previously implanted polyflex had migrated to the stomach. The stent was explanted using a rat tooth forceps and another polyflex esophageal stent was implanted. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.